Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock impedance measurements. All other measurements were stable. The physician elected to continue monitoring at this time. No adverse patient effects were reported.